Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was received and visually inspected. Photographs of the damage was also provided by the customer. Results: the visual inspection revealed a non-uniform puncture at a distance of 260mm from the mdi port of the y-piece. A lot check could not be performed as no lot number was provided. Conclusion: based on inspection of the hole, the circuit was punctured by a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. Our user instructions advise the user to "fit only supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." Our monitoring and trending of adult evaqua breathing circuit leaks has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year at the end of (B)(6) 2010.

Event description:
A healthcare facility in (B)(6) reported that there was a hole in the connector of an rt340 adult dual-heated evaqua breathing circuit, which caused the ventilator to alarm. The hole was discovered prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. We are currently in the process of liaising with the customer to obtain the complaint device and further information to assist us with the investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that there was a hole in the connector of an rt340 adult dual-heated evaqua breathing circuit, which caused the ventilator to alarm. The hole was discovered prior to patient use.